Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 486 mg/dl. Troubleshooting found the customer was putting in a blood glucose of 140 mg/dl with 20 grams of carbohydrates. The customer's blood glucose was 246 mg/dl at the end of the call. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.